Event description:
It was reported that we've been noticing with our level 1 rapid infusers that the products are not squeezed adequately enough resulting in residual product left in the bag rather than in the patient. On examination of the device, it appears there is consistently a space between the inflatable bladder and the plastic housing, resulting in incomplete squeezing of the product. Residual product is leftover requiring manual pressure to transfuse the remainder of the product. No patient or clinician injury.